Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the power pcba to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.